Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that an asymptomatic patient presented to the hospital with unrelated to the heart failure issue. Loss of capture was observed. Programming changes were made.

Event description:
New information received notes the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced in a procedure on (B)(6) 2022.

Manufacturer narrative:
The reported field event of pacing and capture anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with loss of the output on a new device. Pause in pacing was noted on the telemetry. There were no anomalies observed on the device. Isometrics and deep breathing did not reproduce oversensing. The device remains implanted.